Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was being reported that the cs100 intra aortic balloon pump (iabp) had an issue regarding the device can not be turned on. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had observed that the machine can not be turned on. During the on-site inspection it was being showed that it is a problem with the power module and also due to the aging of a battery. Then the fse had replaced the pwr sply/chrgr w/o ext dc inpt , battery sealed lead acid 12v (power module and battery). The test is normal and the device had passed all the factory-specified performance and safety indicator tests. The device has been delivered to the customer and it can be used clinically. There was no involvement of the patient during this incident.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit can not be turned on. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number :(B)(6). A supplemental report will be submitted upon completion of our investigation.